Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that a battery analysis was requested when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The power consumption of the device was higher then expected and the voltage was lower then expected. A review of the device data by technical series (ts) noted that the device was experiencing premature battery depletion and should be explanted and returned for analysis. This device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a battery analysis was requested when it comes to this device. The power consumption of the device was higher then expected and the voltage was lower then expected. A review of the device data by technical serie (ts) noted that the device was experiencing premature battery depletion and should be explanted and returned for analysis. This device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.